Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896407 and gd896415. There were no issues detected during the manufacturing processes. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by an elevated white blood cell (wbc) count and diarrhea. The cause of peritonitis was unknown. On the same day as peritonitis onset, the pt experienced onset of another indication. Two weeks later, the pt was hospitalized for the other indication. Three days prior to being hospitalized, the pt started treatment for the peritonitis with fortaz therapy (1 gram, ip-intraperitoneally) and ancef therapy (1 gram, ip). Two weeks later, fortaz and ancef therapies were withdrawn and on the same day, the pt was discharged home from the hospital. It was reported that ¿the number went down¿ (not further specified) and that the pt was not feeling better. Three days after being discharged, the pt was hospitalized again for the peritonitis as it did not resolve when they were discharged and finished with their antibiotics. Three days later, the pt¿s pd catheter was removed and the pt was placed on hemodialysis therapy. At the time of this report, the pt was still in the hospital however, was recovered from the peritonitis event. The plan is for the pt to resume pd therapy on an unspecified future date. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.